Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD ,implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received a right atrial (ra) lead low impedance alert. The lead was reprogrammed and the alert as disabled. The lead remains in use. It was also reported that the remote monitor was unable to complete a wireless transmission. The monitor will not be returned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.